Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the instrument fracture during routine use. No pieces fell into the surgical site.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned patella reamer wrench confirmed that one of the four pins is fractured. The fractured pin was not returned. The instrument shows signs of repeated use such as nicks and gouges. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.